Event description:
It was reported that the device had fluid leakage. There was no patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9616567-2025-00016-00. The date of that submission was 04-feb-2025. H3: four used samples were received for evaluation. For the first sample, when the end of the tubing was examined, insufficient solvent coverage was observed. No anomalies were observed on the other three samples. During the functional testing, on the first sample, leakage was observed during testing. For the other three samples, when the sets were primed and pressure leak tested, no leaks were observed. The customer reported complaint was able to be confirmed based on the test results. No discrepancies or anomalies were observed during the manufacturing of this lot.